Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in two locations: approximately 84 and 100 millimeters (mm) from the terminal end. Analysis has determined that in certain tight bend conditions of the subcutaneous implantable cardioverter defibrillator (s-ICD) lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that during in-clinic troubleshooting of this electrode, noise was visible while the patient was lying down and breathing normally. The patient reported that one month prior they had been in a motorbike accident after which he developed great chest pain. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) device was reprogrammed to therapies off to avoid inappropriate shocks, and high-resolution x-ray images were obtained. The physician reviewed the images, noting the electrode insulation in the proximal part (close to the can) appears to be compromised. These images along with device data will be sent to technical services for further review. Of note, the patient is also implanted with a pacemaker on the right side with epicardial leads. No additional adverse patient effects were reported. Additional information indicates technical services also suspects an electrode fracture, and general troubleshooting for fractured electrodes including x-ray imaging was recommended. One week later, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Additionally, it was reported that a system downgrade was performed, and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This report is being issued to correct the type of reportable event to serious injury.

Event description:
It was reported that during in-clinic troubleshooting of this electrode, noise was visible while the patient was lying down and breathing normally. The patient reported that one month prior they had been in a motorbike accident after which he developed great chest pain. The device was reprogrammed to therapies off to avoid inappropriate shocks, and high-resolution x-ray images were obtained. The physician reviewed the images, noting the electrode insulation in the proximal part (close to the can) appears to be compromised. These images along with device data will be sent to technical services for further review. Of note, the patient is also implanted with a pacemaker on the right side with epicardial leads. No additional adverse patient effects were reported. Additional information indicates technical services also suspects an electrode fracture, and general troubleshooting for fractured electrodes including x-ray imaging was recommended.

Event description:
It was reported that during in-clinic troubleshooting of this electrode, noise was visible while the patient was lying down and breathing normally. The patient reported that one month prior they had been in a motorbike accident after which he developed great chest pain. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) device was reprogrammed to therapies off to avoid inappropriate shocks, and high-resolution x-ray images were obtained. The physician reviewed the images, noting the electrode insulation in the proximal part (close to the can) appears to be compromised. These images along with device data will be sent to technical services for further review. Of note, the patient is also implanted with a pacemaker on the right side with epicardial leads. No additional adverse patient effects were reported. Additional information indicates technical services also suspects an electrode fracture, and general troubleshooting for fractured electrodes including x-ray imaging was recommended. One week later, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Additionally, it was reported that a system downgrade was performed, and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. Besides intervention, no other adverse patient effects were reported. Product return is expected.

Event description:
It was reported that during in-clinic troubleshooting of this electrode, noise was visible while the patient was lying down and breathing normally. The patient reported that one month prior they had been in a motorbike accident after which he developed great chest pain. The device was reprogrammed to therapies off to avoid inappropriate shocks, and high-resolution x-ray images were obtained. The physician reviewed the images, noting the electrode insulation in the proximal part (close to the can) appears to be compromised. These images along with device data will be sent to technical services (ts) for further review. Of note, the patient is also implanted with a pacemaker on the right side with epicardial leads. No additional adverse patient effects were reported.